Event description:
It was reported that the patient experienced diaphragmatic stimulation and mild hiccup and discomfort with certain positions. Interrogation of the device revealed stable and unchanged thresholds and impedance measurements. The chest x-ray was normal, as well. The lead remains in use. The patient is enrolled in the biventricular versus right ventricular pacing in heart failure patient with atrioventricular block (block hf) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.